Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report# 3006705815-2019-00963. It was reported the patient's leads had migrated. In turn, the issue was confirmed via x-rays. As a result, surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further information indicates a lead was explanted and replaced to address the issue. Note: all of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2019-00963.